Manufacturer narrative:
Investigation findings to date indicate the reported malfunction occurred during recirculation and prime (machine set-up), and not during dialysis mode. The user visually observed the saline bag refilling with dialysate during circulation. There have been no adverse events associated with this reported issue. This report is being investigated by the MFR via a CAPA. The investigation is pending, a supplemental MDR will be filed at the completion of the investigation. Associated mdrs: 8030665-2013-00948, 00949, 00950, 00951 and 00952.

Event description:
A nurse reported a fluid leak from the catheter extension set. Prophylactic vancomycin, gentamycin and ceftazidime were administered. The patient's effluent remained clear.